Manufacturer narrative:
Investigation summary: no samples were received for evaluation. 2 photos were received. Photo #1 displays a board with the nurse information. Photo # 2 displays a 20ga bd nexiva pkg. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Observations and testing could not be performed in the absence of a sample. Conclusion(s): the defect could not be refuted nor confirmed in the absence of a sample.

Event description:
It was reported that during use the catheter kinked causing an inability to deliver medication with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that the catheter kinked up causing an inability for the medication to push through until reset. Additionally, the patient/company representative provided the following additional information: my nurse provided me with an IV. I received fluids and medication via the IV. They disconnected the IV from the drip and it was just in my arm. Trainee attempted to administer medication directly into the IV and the medication would not push in. Nurse took over and said, ¿these always kink up¿..the medics are having trouble with them too¿..I dont know if they are using cheaper products or what¿¿..¿ she slightly removed the IV and re-set it and then the medication was able to push through.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter kinked causing an inability to deliver medication with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that the catheter kinked up causing an inability for the medication to push through until reset. Additionally, the patient/company representative provided the following additional information: my nurse provided me with an IV. I received fluids and medication via the IV. They disconnected the IV from the drip and it was just in my arm. Trainee attempted to administer medication directly into the IV and the medication would not push in. Nurse took over and said, ¿these always kink up¿..the medics are having trouble with them too¿..I don¿t know if they are using cheaper products or what¿¿..¿ she slightly removed the IV and re-set it and then the medication was able to push through.